Event description:
It was reported that (1) device ws used during an unk procedure. It was reported by the affiliate that the tlc10 knob broke when the surgeon tried to fire the instrument. Another instrument was used to complete the case. There was no consequence to the pt.